Event description:
The manufacturer received information alleging a patient's blood oxygen level sometimes decreases while using a ventilator. There is no indication of permanent harm or injury. The serial number of the ventilator or contact information for the reporter of the event is unavailable at this time. The reporter of the event was instructed to contact the patient's physician or medical equipment supplier. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.